Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited concerns of loss of capture (loc) on the presenting electrogram (egm). Technical services (ts) was consulted and further review was recommended. No adverse patient effects were reported. This device remains in service.